Event description:
Medtronic received information that following the implant of this annuloplasty band, it was reported that the band was implanted following the expiration of the band's use by date. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no definitive conclusion can be made regarding the clinical observation. Conclusion: the cg future annuloplasty band instructions for use (IFU) contains instructions that the product is validated to remain unaffected until the use by date identified on the shelf carton. This date reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of medtronic's testing - it is not necessarily an end point for sterility or integrity of the product. However, medtronic does not recommend or endorse the practice of implanting a device beyond its posted shelf life. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.